Manufacturer narrative:
D10 concomitant medical product: egiaustnd endogia ultra univ std stap (lot#: p5d0852). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the nurse loaded the reload to the handle, and the surgeon was unable to activate the reload and unable to fire the instrument. It was noted that two handles were used and had an issue. A new handle was used with the same reload, and there was no issue firing. No patient complications have been reported as a result of this event.